Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results, fibrin, or poor barrier were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results, fibrin, poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results, fibrin, and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation and erroneous results. The following information was provided by the initial reporter. The customer stated: the samples are presenting fibrin and remain of gel, once the centrifugation is completed. It was evidenced erroneous results of electrolytes. It makes the lab to loose efficiency in its process, and a re-work by re-centrifuging the samples.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0351844. Medical device expiration date: 2021-12-31. Device manufacture date: 2020-12-16. Medical device lot #: 0329777. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-11-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation and erroneous results. The following information was provided by the initial reporter. The customer stated: the samples are presenting fibrin and remain of gel, once the centrifugation is completed. It was evidenced erroneous results of electrolytes. It makes the lab to loose efficiency in its process, and a re-work by re-centrifuging the samples.